Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hernia procedure, multiple issues with the device; clips didn't close. The device blocked during firing and eventually didn't fire at all anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek from another device was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip and a clip with gap was fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.